Manufacturer narrative:
Zoll medical germany evaluated the device and the device performed to specification. The customer communicated that CPR compressions were being performed on the patient during analysis period. This can cause the unit to mistakenly interpret patient movement as a shockable ECG rhythm. The AED plus operator's guide warns the user "do not touch the electrode surfaces, the patient, or any conductive material touching the patient during ECG analysis or defibrillation". The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to resuscitate a patient (age & gender unknown), the device advised a shock for a heart rhythm clinicians believed to be non-shockable. Complainant indicated that the clinician was performing CPR during the ECG analysis. Complainant indicated that the patient showed signs of death before the device was connected. Therefore, the malfunction did not cause any adverse effect.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the data file and will be providing a supplemental report when our investigation is completed.